Manufacturer narrative:
As received only the connector portion of the lead was returned in one piece measuring 12.5 cm. Visual examination found one external insulation abrasion at 6.3 to 6.5 cm from the connector pin, consistent with friction to the device can. The reported event of noise was consistent with the lead to can abrasion. No other anomalies were noted aside from procedural damage.

Manufacturer narrative:
Correction - b5 and d7.

Event description:
Correction - the lead was explanted rather than capped. When the lead was intended to be capped, the lead came out of the body easily so it was explanted instead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise was noted on the patient's right atrial (ra) lead. The lead was found to be fractured. The lead was capped and replaced on (B)(6) 2020. The patient did not experience any adverse consequences.